Event description:
It was reported that 3 duotome devices failed in this case. During the procedure, the first fiber burned out at 30kj. The physician attempted to use a second device that also burned out at 30kj. A 3rd device was also attempted, and the tip blew off instantly. The physician had to retrieve the tip from inside the pt. The holap procedure was aborted, and the case was completed as a regular turp.

Manufacturer narrative:
Devices were requested to be returned for evaluation. A follow up MDR will be filled when the devices are returned and evaluated.